Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was approximately 300 mg/dl. At the time of the report, the malfunction alarm was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
The device was received; however, a device evaluation was not performed.